Manufacturer narrative:
(B)(4).

Event description:
The pt experienced stimulation in the wrong location following a fall. When contacts 0-7 were used with the left lead, it produced rib stimulation. The impedance measurements were greater than 10,000 ohms on everything in combination with 4, 10, 12 and 14. Pt received okay coverage with 5, 6 and 7. It was noted that the pt charged more than expected, but recharge interval appeared to be appropriate. Additional info has been requested.